Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical, that a consumer's blood glucose meter stopped displaying the last digit of the blood glucose reading. No decision to treat was made on the allegedly faulty meter. The meter will be returned for evaluation.